Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited erratic high pacing impedance measurements greater than 2000 ohms with no other issues. The high impedance measurements could not be reproduces with isometrics and there was no noise or sensing issues. Ts discussed possible setscrew issue and recommended performing pocket manipulation. Upon performing pocket manipulation, the high pacing impedance measurements were reproduced. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information indicated that the high pacing impedance measurements were reproduced with manipulation of the header. The physician believed there was a possible loose set screw or seal plug. A revision procedure was performed and the device was explanted. This lead remains implanted at this time. No adverse patient effects were reported.